Event description:
The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested regarding the date this report occurred, the medicaton involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was avaialable. Additional contact information was requested but no additional contact was identified.